Event description:
It was reported that during inspection, it was observed that the motor device had no power. This event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report was submitted on (B)(4) 2015. Due to a gateway failure, it was resubmitted on (B)(6) 2015. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the device had significant rubbing. The assignable root cause was determined to be due to worn vanes from excessive force which misuse and/or abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.